Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump unexpectedly shut down while infusing epinephrine. The epinephrine (16mcg/ml) was intended to infuse at a rate of 0.43ml/hour with a volume to be infused of 50ml. The unexpected shutdown occurred at 0240. There was patient involvement, but no harm. Additional information was received during on-site visit by manufacturer representative. It was reported by customer biomedical engineering that bent pins on the iui were confirmed during physical inspection of the module. Devices were repaired in house.

Event description:
It was reported that the pump unexpectedly shut down while infusing epinephrine. The epinephrine (16mcg/ml) was intended to infuse at a rate of 0.43ml/hour with a volume to be infused of 50ml. The unexpected shutdown occurred at 0240. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had pump shut down issue-epinephrine was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump unexpectedly shut down while infusing epinephrine. The epinephrine (16mcg/ml) was intended to infuse at a rate of 0.43ml/hour with a volume to be infused of 50ml. The unexpected shutdown occurred at 0240. There was patient involvement, but no harm.